Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular leadless pacemaker (vlp) was fixated and the physician elected to cover half of the vlp with the protective sleeve before entering tether mode. While entering tether mode the vlp looked to be dislodged and became unstable. It was noted that low impedance and high capture thresholds were observed. The physician elected to release the vlp after which immediately transported to the deep pulmonary artery. The vlp was successfully retrieved and the procedure was aborted. The patient was in stable condition.

Manufacturer narrative:
The reported events of device dislodged or dislocated, capturing problem, and low impedance were not confirmed. Visual inspection noted the helix was within specification. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation was performed, including pacing impedance measurement, and the device exhibited normal impedance measurements. Additionally, output signal verification showed all pacing parameters within normal range. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.